Event description:
The ge oec 2800 fluoroscopy system would not turn on. No system power.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective on/off switch and power control pcb that were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.